Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event cellulitis (pt: injection site cellulitis), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse injectable implant was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. Nonconformances were noted related to this lot, but none that would have contributed to this event.

Event description:
This MDR is related to MDR 3013840437-2024-00013, referring to the same patient. This consumer report was received from a us consumer and concerns a patient. The patient was injected with radiesse into the max glutes (off label use of device), in 2023. Batch number was reported as a00088490 (expiry date: 10/2024). The batch record review was received and the lot number for radiesse was confirmed as a00088490 (expiry date: 10/2024). A lot search in the global safety database was conducted. On(B)(6) 2024, 9 months after the radiesse injection, the patient experienced a soft tissue necrosis. It began when it started accumulating in form of a cellulitis on a glute. It got very hot and the patient had a lot of pain. The patient went to the physician and that was the first time when the surgeon drained the liquid from the glute. The liquid was dark and had yellow pus. After was drained 2 more times, the patient was on antibiotics at the time of this report. The outcome of the event necrosis was unknown. Due to the provided information, the outcome of the event cellulitis was considered as not resolved.